Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. Blood glucose level at the time of the incident was 155 mg/dl. The device was no exposed to a change in altitude. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All buttons functioning properly. No damage on keypad traces or unlocked keypad connector noted during visual inspection.